Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that image processing pc (ippc) failed to store the images with error message ¿memory full¿. Review the system log file showed that hard disk memory full. The fse replaced the bios battery and image hard drive disk (hdd) and recreated the image store. After replacement of hdd and recreated image storage, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.

Event description:
It was reported to philips that the image processing computer (ippc) failed to store the images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.